Event description:
Procedure: oophorectomy. According to the reporter: once they pulled the specimen out of the patient. Looked inside the bag and 3 mm copper piece was in the bag. Has the piece of copper to submit to quality assurance. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500 cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient. No other manufacturer's reinforcement material was used.

Manufacturer narrative:
(B)(4).